Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported by an health care professional (hcp) that the patient was having an MRI due to a problem with the device or therapy. The patient had a "red ball area" causing pain right where the implantable neurostimulator (ins) was. The patient also had a fever. The patient was going to see their physician on (B)(6) 2016 due to back pain but was brought to the emergency room (ER) because of the patient's pain. The patient's wife had told the hcp that the ins was dead and had not been charged. The status of the system could not be confirmed as there were no external components available since the external devices had not been brought to the ER. The hcp was not certain if the ins could be communicated with or not. The patient's wife was going to run home to get the patient programmer so that the hcp could determine MRI eligibility. The hcp did not know when the ins was last charged or why the patient had not been using the scs system. The fever and lower back pain were related to the "red ball" in the ins area. It was reported that a manufacturer representative was going to the ER to check the system. Additional information was received from initial hcp reporter who stated that the patient was also complaining of headaches. Additional information was received on (B)(6) 2016 from the manufacturer representative reporting that they currently did not have a lot of information but would submit another report once they had gathered all of the information. The patient needed to have an MRI because they may have an infection in the location of the device. The battery was discharged. The manufacturer representative was going to meet with the patient to verify the status of the stimulator. The stimulator was implanted recently and so the events would have occurred in 2016. This information had been reported to the manufacturer representative via the health care professional (hcp).

Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Please note that conclusion code applies to the leads ((B)(4)) and conclusion code applies to the ins ((B)(4)).

Event description:
Additional information was received from the hcp. Pain and swelling in the lumbar area were reported prior to the patient's MRI.

Event description:
Additional information was received from the manufacturer representative that reported that a MRI was performed in regarding to the possible infection. The infection was confirmed and the entire system was explanted to resolve the infection, "red ball" at the implantable neurostimulator site, fever, and headaches.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.